Event description:
It was reported that the wake button was extremely difficult to press and often required multiple presses to turn on screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to troubleshoot button, planned to use multiple daily injections as backup insulin therapy.